Event description:
It was reported that the patient had a fall at the play school. Afterwards, the patient lost access to sound with the concerned device. There was little swelling over the implant site and a confusion at the external ear. The patient was re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.